Event description:
A voluntary medwatch mw5119435 was received. The report stated that the catheter extension set with luer-lock tip fell off. The patient noticed a leak and as a result was hospitalized. Additional information was provided by follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 after the cap on the luer-lock end of the catheter extension set fell off. The patient noted a leak after the cap fell off. The patient was not in active treatment at the time of the cap falling off. While at the clinic, the patient¿s extension set was exchanged for a new one. The extension set was discarded. The patient was administered antibiotics (drug, route, and dose not provided). On (B)(6) 2023 the patient presented to the hospital with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture resulted positive for staphylococcus aureus. The patient was prescribed antibiotic therapy with vancomycin (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023.